Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels that ranged from 140 mg/dl to "high" on the continuous glucose monitor. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.